Event description:
Discordant, falsely elevated troponin ultra (tni ul) results were obtained on two patient samples on an advia centaur cp instrument. The discordant tni ul results were not reported to the physician(s). The samples were repeated on the same instrument, that resulted lower. The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse performed a 12 month preventive maintenance on the instrument and cleaned the rinse stations and luminometer. The cause of the discordant tni ul results is unknown. The cse successfully performed tni ul precision runs. The instrument is performing within specifications. No further evaluation of the device is required.